Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed power error 25 alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Pump received with scratched case, scratched arrow buttons on keypad overlay, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error alarm that occured every four hours. There are cracks around the display window. The insulin pump will return.